Manufacturer narrative:
The technician replaced the casters and the broken brake/steer linkage to repair the stretcher.

Event description:
Information received indicates the casters continue to swivel after the brake is engaged.